Event description:
A physician reported that a pt, who had been using novopen 1.5 (insulin delivery device) and penfill n chu (long-acting human insulin) for almost ten years (not further specified) due to type ii diabetes mellitus, experienced low blood glucose levels with unconsciousness. As the pt's blood glucose level was measured to be below 20 mg/dl, they were admitted to the hosp in 2004 and remain there as their blood glucose level has not yet normalized. The pt was treated with glucose orally and intravenously. Treatment with penfill n chu was discontinued and therapy with lantus was initiated. Hba1c level and other laboratory values have not been reported and there are no known factors which may have cause the hypoglycemia coma. It was stated that prior to the event the pt had not experienced serious hypoglycemic or hyperglycemic episodes, nor had they changed their diet (1600 kcal/day) or activity level. The pt recovered 5 days later but as of 12 days later, they were still hospitalized. The pt has been trained in how to handle the device including performing air shots before every injection and changing needles. No function check of the device was performed. Comment: reporter's comment: the doctor has stated the causal relationship between the event and the novopen 1.5 as possible.